Event description:
It was reported that at a routine yearly follow-up, impedance in both bipolar and unipolar was found to be greater than 9999 ohms, there was no capture, and 1541 ventricular high rate episodes that looked non-sustained and noisy were noted. A ventricular lead warning occurred on 8/19/06 for high impedance pace values. The patient was not symptomatic. Right ventricular lead noise was reproducible with left arm movement. The lead was explanted and replaced due to fracture. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted.

Event description:
It was reported that at a routine yearly follow-up, impedance in both bipolar and unipolar was found to be greater than 9999 ohms, there was no capture, and 1541 ventricular high rate episodes, that looked non-sustained and noisy, were noted. A ventricular lead warning occurred in 2006 for high impedance pace values. The patient was not symptomatic. Right ventricular lead noise was reproducible with left arm movement. The lead was capped and replaced due to fracture. No patient complications were reported as a result of this event. A medwatch was subsequently received reporting portions of the same information previously noted.